Manufacturer narrative:
Block b3: exact date unknown, event occurred in september 2023.

Event description:
It was reported that the patient was having difficulty keeping the ipg charged. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.